Event description:
It was reported that the md inserted the intra-aortic balloon (iab) catheter into the patient's right femoral artery via a sheath. The intra-aortic balloon pump ((B)(4)) began and the pump alarmed helium loss alarm. According to the md the catheter inflated and deflated twice on startup of iabp support, then stopped. The length of time prior to the alarm was +/-30 seconds. The catheter was removed and a new iab was inserted in the patient's opposite femoral artery. The iabp resumed using the same pump. There was no reported patient death or injury. The iabp therapy was interrupted/delayed for +/-3 minutes. There was no harm to the patient. Medical/surgical intervention was not required. The patient outcome is listed as stable on the pump day two.

Manufacturer narrative:
(B)(4).